Event description:
Same event as MFR's report#: 6000089-2007-00344. It was reported that during a pci procedure, two maverick2 monorail balloons ruptured. The 90% stenotic lesion was located in the calcified 1st diagonal branch of the left anterior descending (lad). An ivus catheter was not able to initially cross the lesion. Following predilation with 12x3.0mm maverick2 balloon, another MFR's stent was deployed. This was then confirmed by ivus imaging. Two maverick2 balloons were being used in a kissing balloon technique for post-dilation. The 2.0 x 12 mm maverick2 balloon ruptured at 12 atms, and the 3.0x12mm maverick2 balloon ruptured at 10 atms. No pt complications were reported, and the procedure was completed with another of the same devices. Pt status was reported as 'good'.